Manufacturer narrative:
Additional system components included on this report are as follows: catalog #plc271000j/ serial # (B)(4)/ UDI # (B)(4). Catalog #pla280300j/ serial # (B)(4)/ UDI # (B)(4). Additional devices included on this report are as follows: catalog #ceb231210a/ serial # (B)(4) / UDI # (B)(4). Catalog #hgb161207a/ serial # (B)(4) / UDI # (B)(4). Catalog #dsf1245/ serial # (B)(4) / UDI # (B)(4). Catalog #dsf1633/ serial # (B)(4) / UDI # (B)(4). Catalog #dsf1833/ serial # (B)(4) / UDI # (B)(4). Catalog #mob37/ serial # (B)(4) / UDI # (B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, neurologic damage- local or systemic (e .g ., stroke, paraplegia, paraparesis). Additional considerations for patient selection include, but are not limited to, patient¿s anatomical suitability for endovascular repair and proximal neck angulation = 60° with minimal thrombus or calcification.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm, a common iliac artery aneurysm, and an internal iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® dryseal flex sheaths as accessories in the procedure. It was reported that the patient's aorta had severe degeneration and was extremely friable (shaggy). It was also noted that the patient's left internal iliac artery had been embolized as a preventative measure about 1 month prior to this procedure. The procedure was completed with no reported issue. It was reported that on the same day the patient developed post-procedure paraplegia. The physician noted that the patient's left internal iliac artery had been embolized to prevent paraplegia, but paraplegia occurred anyway. The physician reported that it was possible that thrombus or something similar may have been scattered due to the patient's shaggy aorta. Spinal drainage was performed. It was reported that the patient is undergoing hyperbaric oxygen therapy and taking naloxone and steroids. Reportedly the patient is also undergoing walking rehabilitation. On (B)(6) 2020 it was reported that the patient's right leg was gradually becoming able to move.